Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was high for 1-2 hours.the blood glucose level was 300 mg/dl at the time of the event and got treated with insulin pump. No further information available.